Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1bxfy, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead; product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(4) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported that the last time this happened, when there were no leads, they got electrocuted when they turned stimulation on. They said it hurt so bad they turned it off until it was replaced. No further complications were reported or anticipated.